Event description:
As reported by our edwards lifesciences japanese affiliate, a valve-in-valve procedure was performed on a 20 mm sapien 3 valve. Approximately 6 years after tavr, the patient complained of swelling and severe aortic valve stenosis was observed on echo. 5 months later, shortness of breath was observed and the patient was hospitalized for heart failure. Twenty days after hospitalization, a valve-in-valve procedure was performed.

Manufacturer narrative:
Investigation is ongoing. The device remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: codes added to h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record review or lot history review were performed. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed. While edwards durability testing of sapien 3 valve meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability, bioprosthetic valves are known to have a limited life span due to valve degeneration/deterioration. Valve degeneration/deterioration, including stenosis, is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is a potential event associated with bioprosthesis heart valves per IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and not a design or manufacturing deficiency; therefore, it is not included in the risk management file. Additional assessment of the failure mode is not required at this time. The event of stenosis was unable to be confirmed as no medical record or imagery were provided for review. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the reason behind valve stenosis approximately 6 years post implantation of a sapien 3 valve remains unknown. There is insufficient information provided to determine a root cause at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.